Manufacturer narrative:
Despite multiple attempts, no additional information is available at this time. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with a remote monitor. It was reported that when the wand was placed over the device, the interrogation appeared to begin, however, did not complete. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.